Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen on the wound and there was a concern that there might be infection and opened the pocket for revision. The physician did not find evidence of an infection, but noted a hematoma. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.